Event description:
It was reported that the patient's stimulation was turning off following some type of environmental exposure. The patient's device was turning itself off every other day. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)